Event description:
It was reported following a coronary intervention, a 6f angio-seal vip was used. Later that day, the pt experienced retroperitoneal bleeding. The pt, a jehovah's witness, refused blood products on several occasions due to her religious beliefs. The pt expired two days later. The physician that did the arterial access for the procedure stated that he had punctured the femoral artery high and possibly punctured the side wall. The physician making arterial puncture was not the deployer of the angio-seal.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.